Event description:
It was reported that during an implant procedure, the device was interrogated in the box and the battery longevity status was appropriate (a "green bar" was displayed) and the device was fully charged. As the procedure progressed, the programmer's electrical cord was inadvertently pulled from the outlet and telemetry with the device was lost. After the programmer was plugged in again and powered up, when the device was re-interrogated, the battery longevity status displayed a "gray bar." The device was functioning appropriately and there were good lead measurements so the device was implanted. Subsequent discussion with a technical services representative clarified that the operation of the device was appropriate and after 24 hours elapses, the battery longevity status will be initialized and displaying measurements. The device remains in use. The patient was a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).